Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by our sales rep that both articles have been broken off contrary to the drill shaft.

Manufacturer narrative:
Evaluation summary: a physical examination could not be carried out as the device was not returned to stryker kiel. Likewise, the reported event could not be confirmed. A review of the device history could not be carried out as the lot code of the reported instrument is unknown. Thus, reasonable examination was impossible. Ncr # 232011 had recently been initiated related to broken im reamers in a similar case (ncr title: "all reamers"): ¿negative trend detected for complained reamer categories - further investigation on complaints¿. The ncr had led to CAPA # (B)(4): "detailed investigation by complaint handling will be performed containing further information about the failure modes and quantities of really affected reamers by this failure." Current status of CAPA # (B)(4): open. With the information given the root cause of the reported event could not be determined. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No new non-conformity was identified.

Event description:
It was reported by our sales rep that both articles have been broken off contrary to the drill shaft.